Manufacturer narrative:
(B)(6). Devices were returned for evaluation. Visual examination of samples a and b confirmed the reported breakage. Sample a the distal tip of anchor and suture were not returned for evaluation. The proximal end of the anchor was returned and has broken above the suture eyelet. This portion of the anchor remains on the inserter. Sample b the entire anchor and suture were returned. The anchor has broken at the suture slot. The inserter tines on this device are bent and twisted. The condition of the returned device inserters and anchors are consistent with torsional overload. Per the devices IFU ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. In addition the IFU does not indicate the use of this anchor in procedures with comminuted bone surface, which would compromise secure anchor fixation. No further investigation is warranted at this time. (B)(4)

Event description:
It was reported that during a procedure using a fastener, fixation, nondegradable, soft tissue, that the anchor broke at the eyelet. The piece broke off in the patient. The piece was removed with a profile suture grasper; the physician is confident all pieces were removed. No fragments were left free floating in the joint. Patient was okay post-procedure. It was also reported that a new site was used, and that two broken half anchors were left in the original site. Further information received on november 05, 2014 states that during the procedure, 3 anchors were broken, in which one anchor was removed completely and the other two anchors were left in the prepared site with half part; there are pieces left in the patient. Additional information received on november 13, 2014 indicates that there were no piece floating or deeper in the bone, but just two half anchors left in the originally prepared site. The anchors were not sticking out of the bone. A footprint anchor was used to finish the procedure. (B)(4).